Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary: it was caused due to an excessive force applied the distal body cracked, leaky. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of reprocessing. There was no report of patient harm. Distal body cracked, leaky. The device can't be reprocessed. We wait for the inspection result and photos from pmb.